Event description:
Not able to pass suction catheter through endotracheal tube despite multiple attempts. Lavaged ett with naci , pulled ett taught, then was able to pass suction catheter with a small amount of force.